Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the patient noticed leaking symptoms returning. The patient attempted to communicate with the patient programmer (pp) after the return of symptoms and was unable to connect. They were in the office today and the hcp was unable to connect to the implantable neurostimulator (ins) using the pp or clinician programmer. It was noted the hcp wanted to confirm that the battery was depleted. The hcp would review replacement options with the patient. Additional information received reported the generator wasn¿t working on interrogation. The patient was scheduled for replacement on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.